Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 44.5 cm. External insulation abrasion was found at 7.4 ¿ 9.0 cm from the distal tip breaching the outer insulation and exposing the outer coil, consistent with friction to another device or feature of the patient anatomy. External insulation abrasion was found at 27.7 ¿ 28.0 cm from the distal tip breaching the outer insulation and exposing the outer coil, consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.